Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer had disconnect the tubing and reconnect it to the luer lock. The customer stated that most likely the issue was because it was not in there straight. The customer saw drops at the end of the tubing and resumed insulin. There was no impact to the customer's blood glucose level.